Event description:
It was reported that the relion insulin syringes 1/2ml 31 gauge, 6mm (15/64") went through the shield after recapping. The following information was provided by the initial reporter: consumer reported that the needle of one syringe went through the shield and stuck her finger as she was trying to re-shield after injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2178998. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the relion insulin syringes 1/2ml 31 gauge, 6mm (15/64") went through the shield after recapping. The following information was provided by the initial reporter: consumer reported that the needle of one syringe went through the shield and stuck her finger as she was trying to re-shield after injection.